Event description:
A cartridge alarm, identified as alarm 20, was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller chose not to continue troubleshooting and ended the call, leading technical support to close the case without further action.